Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the following reportable malfunction was found during the investigation: there was a buckle on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the device was intermittently not working. The event occurred during set up and inspection for use.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.